Event description:
It was reported that the patient expired due to acute left heart failure two day post-implant. The reason for left heart failure was not known. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
.

Manufacturer narrative:
Evaluation: the device was tested using automated test equipment and no anomalies were found.